Event description:
Pt had a foley inserted overnight; 3way foley. Pt complained of feeling wet. Foley had come out. Balloon brown. New foley inserted. Exam of foley: slit in foley balloon - catheter inner portion intact.